Event description:
Upon review it was identified the previous reported recalibration done on (B)(6) 2018 did not resolve the issue. As a result, the clinical site wanted to recheck the validity of the pressure sensor readings and a second recalibration via echocardiogram was done on (B)(6) 2019, wherein the cm mean was increased by 17 mmhg, which resolved the issue. Accurate readings were observed under the manufacturer's patient care network database.

Event description:
Additional information received identified manufacturer's patient care network database revealed the sensor was recalibrated on (B)(6) 2018 wherein the mean was increased by 27.4 mmhg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. As a result, a recalibration may be pending.

Event description:
Follow-up revealed recalibration addressed the patient's issue.